Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The exact date of the event is unknown. The event involved a leak of chemotherapy that occurred during patient administration. The customer stated that the chamber was filled up and a lateral spillage occurred involving the plunger and the luer-lock. There was no one harmed as a result of the event.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.